Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as fold flaw opening. And missing assessed, as inconclusive. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Device has been explanted and replaced.